Event description:
User facility reported to distributor that during initial use of product on a patient, it was noted that the duckbill valve was sealed and not opening. There was no adverse outcome to the patient.